Event description:
Information received a smiths medical ambulatory infusion pumps/cadd accessories during the use of the product, the customer noticed response of the pca button was poor. So they stopped using the product. No patient injury.